Event description:
It was reported that the pump was alarming with a ¿downstream occlusion¿ message. The patient with diabetes reported that they were then able to successfully prime and start the pump after preparing a new cassette. There was patient involvement, and no patient harm. This report captures the first of two occurrences.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 - date of event: since the exact event date was unknown, it was updated as first day of the month of awareness.